Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat the heavily calcified, mildly tortuous mid left anterior descending (lad) coronary artery. The 2.75x12 mm nc traveler balloon dilatation catheter (bdc) was advanced with resistance noted with the lesion. The balloon was used for pre-dilatation but ruptured during the first inflation at 12 atmospheres (atm). The bdc was removed and another unspecified bdc was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.